Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the screws in question were not completely inserted into the skull during an operation. There was no health damage to the patient. Additional article mentioned: art:400.835 lot:6986363. No articles were received. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.review of synthes device history record revealed no issues related to the complaint for this product lot.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.